Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8731 lot# serial# (B)(4) implanted: (B)(6) 2004 explanted: product type catheter analysis of the catheter found that there was a dark residue occlusion in the dispensing holes. Eval code-result 114 and 3038 apply to the catheter. Eval code-conclusion 92 on the catheter updated to 77. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative on (B)(6) 2017. It was reported that the product was sent back to the manufacturer the last week of (B)(6). The catheter was received for analysis.

Manufacturer narrative:
Refers to the main device, other components include: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was rece iving 12 mg/ml of morphine at 5 mg/day, 200 mcg/ml of clonidine at 99 mcg/day, and 15 mg/ml of bupivacaine at 6.88 mg/day via an implantable pump for malignant pain and cancer pain. On (B)(6) 2017, it was reported that, during a pump replacement due to eri, the catheter access port (cap) was checked and no fluid (drug or csf) could be drawn back from the catheter. An 8540 kit was used to check the cap. The catheter was explanted and replaced. No symptoms were reported. No environmental/external/patient factors that may have led or contributed to the issue were reported. The catheter was reported occluded. The issue was considered resolved at the time of the report. The patient's status was listed as alive-no injury. Additional information was received on (B)(6) 2017 from the manufacturer's representative. It was reported that the images provided do not show occlusion. The images showed matter around the tip. It appears that the catheter may have been occluded. It was also reported that the rep intended to return the catheter on the date of the report to the manufacturer, but was unable to return the removed pump as the hcp did not wish to send it back. No further complications were reported.